Event description:
It was reported that during an implant attempt, initially the right ventricular lead had "good numbers", but then when the lead was interrogated, the r waves had dropped significantly so the lead was repositioned. After several repositionings, the physician questioned the "viability of the screw" and felt it may have been compromised or had tissue in it. The lead was not used and another lead was implanted. No patient complications have been reported a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.